Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. Examination of the returned specimen revealed offset coil damage located 139.0 to 139.3cm and 250.45 to 250.65cm from the distal apex of the formed curve and a bend located 264.0 to 266.0cm from the distal apex of the formed curve. The offset/overlapping coil damage at 250.45 to 250.65cm from the distal apex of the formed curve also presents a cut of the coil wrap by unknown means and missing ptfe coating. The ptfe coating is scraped from the offset coil damage at 250.45 to 250.65cm from the distal apex of the formed curve to the proximal end. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
Edwards implant under local anesthesia. When having the pigtail in place, they wanted to insert the safari small curve guide wire into the pigtail catheter but it was very hard and didn't go. Problem with the coating was noticed at 2 levels. Another safari wire was taken and inserted without any problems.